Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak and break was confirmed and the cause appeared to be use-related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was returned in two segments having a complete break between the 29 cm - 30 cm depth markings. Indication of patient use was observed as the sample contained blood residue within the catheter, and dressing adhesive residue from the luer through the break site. Gross visual evaluation of the sample revealed further catheter damage approximately 1 cm distal to the break site (on the distal catheter segment) where circumferential impressions and abrasive damage was seen. Microscopic examination of this damage revealed that it was fine-lined, approximately the thickness of a suture, and did not extend through the catheter. Further microscopic examination of the break site showed regions of slight material flow into the break. Tactile evaluation revealed a region of highly localized material necking between the 30 cm - 31 cm depth markings and slight tensile weakness proximal to the break site. The observed damage is characteristic of mechanical damage to the catheter, similar to suturing of the catheter, in conjunction with a tensile break. It appeared that the catheter had been damaged prior to removal and this damage weakened the catheter and contributed to the break described during catheter removal.

Event description:
It was reported by the nurse that the patient had an ulceration approximately 10 x 10 cm at the insertions site of the PICC. The nurse covered the ulceration with sterile gauze and later noticed swelling. The infusion was immediately stopped and a new IV was started to complete the infusion. The PICC was removed the same day however, during removal of the PICC the catheter broke with 29.5 cm of the catheter left in the patient. The patient was instructed to keep his right arm immobile. The patient had an ultrasound and cxr to confirm that the catheter did not migrate. The catheter was removed by a cut-down procedure and the 29.5 cm length of catheter was removed. After the procedure the patient complained of slight dizziness. The wound dressing was clean and dry with no bleeding or drainage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that the patient had an ulceration approximately 10 x 10cm at the insertions site of the PICC. The nurse covered the ulceration with sterile gauze and later noticed swelling. The infusion was immediately stopped and a new IV was started to complete the infusion. The PICC was removed the same day however, during removal of the PICC the catheter broke with 29.5 cm of the catheter left in the patient. The patient was instructed to keep his right arm immobile. The patient had an ultrasound and cxr to confirm that the catheter did not migrate. The catheter was removed by a cut-down procedure and the 29.5cm length of catheter was removed. After the procedure the patient complained of slight dizziness. The wound dressing was clean and dry with no bleeding or drainage.